Event description:
The customer reported via phone call that she needs assistance in programming the insulin pump. Customer's blood glucose was unknown mg/dl. The customer was assisted with programming the basal rates, bolus wizard, fixed prime and meter ID. The customer reported via phone call that she was hospitalized for high blood glucose. Customer's blood glucose was unknown mg/dl. The customer stated that she was in the hospital over night because she was overworked up. The customer stated that she was admitted to the hospital through emergency room.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.